Event description:
Patient was set up for a stereo biopsy. Doctor targeted area to be biopsied and needle was fired into patient. Post-fire image showed that needle was in proper position. Peddle to be used to begin the biopsy had no functionality. Mammotome gave an error for the holster. Probe was removed and reset of entire mammotome was attempted, however, there was still a holster error. Mammotome was then shut down and error still appeared. Holster was in armed position making it impossible to load another needle. Patient was removed from table, and mammotome service call was placed. FDA safety report ID# (B)(4).